Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of touch screen misaligned; rear damaged; heater tray damaged; damaged heater tray (button) & cassette door damaged. There were visual indications of dried fluid within the cassette compartment on the pump. There were not visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test passed. Voltage verification check passed. System air leak test passed. Valve actuation test passed. Teach pumps passed. Patient sensor check passed. A (as-received with reduced dwell) simulated treatment was performed and completed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were not discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the event is unconfirmed. There were no malfunctions found during testing that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
On (B)(6) 2024 the spouse of this peritoneal dialysis (pd) patient reported the patient was hospitalized since (B)(6) 2024 due to a pd related infection. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient called 911 on (B)(6) 2024 due to abdominal pain and vomiting. The patient was transported to the emergency room (ER) and admitted to the hospital on (B)(6) 2024 with a diagnosis of peritonitis. The pdrn does not have any additional information pertaining to the peritonitis event as the hospital records are not available. The culture results and antibiotic therapy were not available. The patient did not report the hospitalization to the clinic. The pdrn has attempted to reach the patient by phone daily with no response. The limited access to the hospital records shows a normal EKG and an abdominal and pelvic computed tomography (CT) scan, but no summary results. The patient remains hospitalized. No cause of the peritonitis event has been established.

Event description:
On 11/nov/2024 the spouse of this peritoneal dialysis (pd) patient reported the patient was hospitalized since (B)(6) 2024 due to a pd related infection. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient called 911 on (B)(6) 2024 due to abdominal pain and vomiting. The patient was transported to the emergency room (ER) and admitted to the hospital on (B)(6) 2024 with a diagnosis of peritonitis. The pdrn does not have any additional information pertaining to the peritonitis event as the hospital records are not available. The culture results and antibiotic therapy were not available. The patient did not report the hospitalization to the clinic. The pdrn has attempted to reach the patient by phone daily with no response. The limited access to the hospital records shows a normal EKG and an abdominal and pelvic computed tomography (CT) scan, but no summary results. The patient remains hospitalized. No cause of the peritonitis event has been established.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty select cycler and cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.